Event description:
Technician alleged that the power cord plug ground resistance reading was out of range during a removal preventive maintenance function. No accident reported.

Manufacturer narrative:
The technician replaced the power cord plug head to resolve the issue.